Event description:
Report 2 of 3. The customer contact reported the delivery took longer than expected. On an unspecified date, at an unspecified time, the pump was programmed to deliver remicade. No specific programming parameters were provided. The customer contact reported the medication delivered in 3 hours, instead of the expected 2 hours. There were no reported adverse pt effects. No medical interventions were required. The pt rec'd the complete dose of medication. No alarm conditions were noted throughout delivery. The pump was removed from clinical service. Though requested, no additional info was provided.